Manufacturer narrative:
It is unknown how the cycler may have contributed to the event. The patient's health care provider has been contacted to request medical records to assist the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient had been hospitalized in march 2015 for congestive heart failure and respiratory failure. The patient was subsequently discharged and has resumed cycler-based treatment. Medical records have been requested.